Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. As the 5max ace catheter was removed from its package, the catheter broke in two places. The catheter broke/separated at mid shaft. Another 5max ace catheter was used to complete the procedure successfully.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 45.5 and 71.0 cm from the distal tip in the proximal shaft. Conclusion: the complaint has been evaluated. The complaint indicates that the 5maxace catheter broke in two places during removal from the package. Evaluation of the returned device confirmed fractures in the proximal catheter shaft 45.5 and 71.0 cm from distal tip. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may fracture in this location. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.